Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 06-dec-2019, UDI#: (B)(4); product ID: evolutr-29, serial/lot #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). Product analysis: the devices were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was well positioned and released. When pulling back the delivery catheter system (dcs), the nosecone got stuck on the valve and pulled it out of the annulus. The valve was snared into the aorta and another valve was attempted the be implanted. After the second valve was positioned and released, it had not anchored properly in the annulus because it had not fully expanded. The second valve dislodged. Subsequently, it was decided to implant a non-medtronic surgical valve. Both transcatheter valves were explanted during the surgical valve procedure. No additional adverse patient effects were reported.